Manufacturer narrative:
(B)(4). The device was evaluated by a philips bench technician and the reported symptom was reproduced. The therapy knob was not rotating smoothly. The therapy knob was determined to be faulty. The therapy knob was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's therapy knob was not responding properly. There was no reported negative patient impact.